Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that post implant, ventricular impedance rose to 1900 ohms and capture thresholds to 3.5 v, 0.5 ms. The lead was removed and replaced.